Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, high, out of range, high voltage lead impedance issue was observed on the rv lead. Rv lead capture, sensing and pacing impedance were stable and in range. It was recommended to monitor the lead. No further information available.